Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates: clopidogrel 75 mg qd - start date (B)(6) 2018, aspirin 325 mg qd - start date (B)(6) 2018, lisinopril - hydrochlorothiazide 10-12.5 mg - unknown start date, sertraline - 25 mg qd - unknown start date. Stryker: synchro guidewire, medtronic: axium coils. Approximate age of device: user facility documented ¿1¿ without including any unit. [Conclusion]: the healthcare professional reported that the (B)(6)-year old female patient with a history of sleep apnea (CPAP required at night), obesity, hypertension, headaches and chronic sinus issues underwent the pulserider y, 3mm, 10mm arch (311d / w3287-22) implantation procedure to treat an unruptured 7 mm x 7mm basilar aneurysm with a 6 mm neck on (B)(6) 2018. The pulserider was successfully deployed to engage the appropriate aneurysm neck boundaries. There was no placement/positioning/deployment or detachment issues with the pulserider device. The pulserider device was placed in a hybrid orientation: both intra and extra aneurysmal. A microcatheter and synchro wire were used to selectively catheterize and embolize the aneurysm with 6 axium coils. There was no report of any device malfunction or adverse event. Five days prior to the procedure, the patient was prescribed 75 mg plavix and 325 mg aspirin. A total dose of 6000 units of heparin was given intra procedure (1-1000 and 1-5000). The patient experienced a mild headache post-procedure and was treated with acetaminophen and fioricet x 2. The headache was reported to be improved. The patient was reported to be at her neurological baseline without deficits; the patient was discharged to her home on (B)(6) 2018, with 325 mg aspirin daily and 75 mg clopidogrel daily. The patient was found unresponsive on the floor in her home on (B)(6) 2018, by authorities performing a wellness check as the patient was not responding to phone calls and did not show up for work. The patient was taken to the emergency room and was reported to be nonresponsive with nonreactive pupils with absence of corneal, cough/gag reflect and no motor movement to painful stimuli. The patient had suffered a stroke. A head computed tomography (CT) scan showed the patient had intracranial hemorrhage, intraventricular hemorrhage, brain compression with cerebral edema. On (B)(6) 2018, the patient was pronounced dead at 1235 hours. The physician does not think the patient death was related to the pulserider device. The physician attributed the cause of the stroke to the patient¿s medical history and to the use of plavix and aspirin. Stroke is a known procedural complication of the pulserider device and with stenting and coiling procedures. The root cause of the event cannot be determined at this time based on the information provided; however, there was no report of intra-procedure complications. Since the event resulted in a death, the stroke meets MDR reporting criteria. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (w3287-22) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the (B)(6)-year old female patient with a history of sleep apnea (CPAP required at night), obesity, hypertension, headaches and chronic sinus issues underwent the pulserider y, 3mm, 10mm arch (311d / w3287-22) implantation procedure to treat an unruptured 7 mm x 7mm basilar aneurysm with a 6 mm neck on (B)(6) 2018. The pulserider was successfully deployed to engage the appropriate aneurysm neck boundaries. There was no placement/positioning/deployment or detachment issues with the pulserider device. The pulserider device was placed in a hybrid orientation: both intra and extra aneurysmal. A microcatheter and synchro wire were used to selectively catheterize and embolize the aneurysm with 6 axium coils. There was no report of any device malfunction or adverse event. Five days prior to the procedure, the patient was prescribed 75 mg plavix and 325 mg aspirin. A total dose of 6000 units of heparin was given intra procedure (1-1000 and 1-5000). The patient experienced a mild headache post-procedure and was treated with acetaminophen and fioricet x 2. The headache was reported to be improved. The patient was reported to be at her neurological baseline without deficits; the patient was discharged to her home on (B)(6) 2018, with 325 mg aspirin daily and 75 mg clopidogrel daily. The patient was found unresponsive on the floor in her home on (B)(6) 2018, by authorities performing a wellness check as the patient was not responding to phone calls and did not show up for work. The patient was taken to the emergency room and was reported to be nonresponsive with nonreactive pupils with absence of corneal, cough/gag reflect and no motor movement to painful stimuli. The patient had suffered a stroke. A head computed tomography (CT) scan showed the patient had intracranial hemorrhage, intraventricular hemorrhage, brain compression with cerebral edema. On (B)(6) 2018, the patient was pronounced dead at 1235 hours. The physician does not think the patient death was related to the pulserider device. The physician attributed the cause of the stroke to the patient¿s medical history and to the use of plavix and aspirin.